Event description:
It was reported that dried blood was seen inside the temporary pacing cables when they were opened. The reporter felt that the cables were unable to be cleaned adequately. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed that there was blood contamination inside the connector. A lock nut was also found to be missing, the outside of the connector was tinted blue, and the connectors inside the connector were patinated. It was further noted that the cable bent sharply after the strain relief of the plug. The negative continuity tested ok; however, the positive continuity tested open; the open was most likely by the end of the plug by the strain relief. The cable was over two years old.